Event description:
It was reported the patient stopped using and charging the scs system over a year ago due to no longer needing stimulation. As a result, ipg is inoperable and is not communicating with the charger or programmer. The patient will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.